Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. Customer consumed juice and crackers to address bg. Reportedly, the pump's basal setting/feature was turned off. Tandem technical support advised customer to consult with healthcare provider if the low bg reoccurs. Additionally, it was reported that the customer experienced elevated blood glucose levels. Customer declined troubleshooting with tandem technical support and declined to provide further information.